Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 139330, abc dissecting blade electrode, was being used during a total hip replacement procedure on (B)(6) 2025 when it was reported, ¿the blade of the argon dissect electrode had snapped off during the procedure. Retrieved broken attachment.¿ the procedure was completed without any report of delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, 139330, abc dissecting blade electrode, was being used during a total hip replacement procedure on (B)(6) 2025 when it was reported, ¿the blade of the argon dissect electrode had snapped off during the procedure. Retrieved broken attachment.¿. The procedure was completed without any report of delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined, however, based upon photos and the IFU; a possible cause of this event could be insufficient argon gas flow. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that these devices should never be used when there is visible evidence of damage to the exterior of the device, such as cracks, cuts, punctures, nicks, abrasions, discoloration or connector damage. Use of abc® electrode with insufficient argon gas flow may severely damage the electrode tip. If the electrode tip glows red, allow the electrode to cool and perform one or more of the following: reduce power setting, reduce activation duration, and/or increase distance between electrode and tissue. We will continue to monitor per regulatory requirements to help ensure patient safety.